Event description:
It was reported the patient is experiencing ineffective stimulation and was planning to have her scs system explanted. Follow-up identified the patient is consulting with the physician in regard to what type (explant or explant/replacement) of surgical intervention will be taken to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.